Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a transforaminal and posterolateral lumbar fusion at l5-s1 using rhbmp-2/acs combined with autograft and allograft, placed inside of a pioneer surgical technology bullett tip cage. Following the surgery, the patient developed a large seroma and fluid collection, as well as radiating lower extremity pain. Consequently, the patient underwent additional imaging. An MRI dated (B)(6) 2012 demonstrated that the patient had developed ectopic bone growth, in addition to the fluid-collection. The patient has never recovered from her surgery, and she has daily, disabling pain that prevents her from performing many basic activities of daily living.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.